Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics. The idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify battery out limit alarm, low battery alarm, were unable to be conducted due to blank display. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with battery out limit alarm and blank display. The customer states they received the alarm and tried to replace the battery. The customer states the display did not return. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer declined to troubleshoot for the highs and attributes the high to the pump shutting off. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.